Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: promus element,mr,ous 3.00x20mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified distal stent damage. The most distal stent strut rows was damaged; struts were lifted and pulled distally. The crimped stent outer diameter of the undamaged portion of the stent was measured and was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00x20mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion and the stent struts were damaged. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.